Event description:
This narrative was taken, in part, from the admitting h & p: this patient was transferred to the hospital yesterday from an outside hospital after having multiple ICD shocks while at work. The patient states that she had multiple shocks to her chest while at work and at rest. Originally, the patient was taken to the outside hospital where the ICD was interrogated, then turned off. She was transferred via ambulance, to this facility for lead extraction.====================== health professional's impression======================the sprint fidelis lead fractured, creatining noise, which the ICD misinterpreted as being ventricular fibrillation. The ICD then delivered multiple inappropriate shocks to the chest which has the potential to cause severe emotional trauma (i.e. Post traumatic stress disorder).====================== manufacturer response for lead, sprint fidelis======================no response at this time.